Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available data confirmed the observation reported in the complaint description and showed intermittent drops of the shock impedance to values below 25 ohm since april 2015. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of about 63 month, a low shock impedance was reported. It was decided to remove and re-implant a new lead. No adverse patient side effects have been reported. This lead was not returned for analysis.